Event description:
It was reported that approx. 76 months after implantation, oversensing with inappropriate shocks was detected. The lead was explanted.

Manufacturer narrative:
The ICD and the lead were received and analyzed. Idova 7 dr-t promri df4. The returned ICD first underwent a status interrogation. The device status was mos2, 69 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which led to shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. In summary, the clinical observation was confirmed during the analysis of the device memory data of the ICD. Interference signals in the ventricular channel were detected in the available iegms. However, the ICD proved to be fully functional. Protego promri s 65. The returned lead was thoroughly checked visually and electrically. The visual analysis found multiple signs of abrasion along the lead body. The insulation was damaged due to fraying, especially in the distal area. At this site, the rope leading to the ring electrode was also found to be fractured. This damage is with high probability the cause of the oversensing complained about and of the inappropriate shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. In addition, a deformed shock coil was found during the inspection, which is probably a result of the extraction process. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There were no indications of a material defect or manufacturing error.